Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: stent remains in pt compressed against the vessel wall. Device issue: stent dislodgement. It was reported that the interventional case involved the right coronary artery (rca) that was not tortuous or calcified; however, there were two (2) overlapped stents of another company's that were implanted during a previous intervention. The xience v was going to be implanted distal to the previously implanted stents; however, it was unable to cross through the stents and then it dislodged from the stent delivery system balloon. Therefore, all of the devices were removed from the pt. Intravascular ultra sound (ivus) was used in order to view the vessel; however, it would not pass by the dislodged stent. At that time the pt became hemodynamically unstable and was bradycardic and atropine was administered. The pt's pressure also dropped to 70 and a fluid bolus was administered. The ivus device was removed and the pt stabilized. The physician then put down a voyager 3.0 x 12 mm balloon catheter and compressed the dislodged stent against the vessel wall. The distal target lesion was then treated with a xience 2.75 x 12 mm (same size) and the pt left the cath lab in stable condition. No additional event or pt info is available.

Manufacturer narrative:
.